Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
Concomitant products: lda210q/58, bry010588; (B)(4). Device evaluation anticipated, but not yet begun.